Manufacturer narrative:
No code for unknown or undetermined cause. The customer¿s report that 3 pump channels were found on ¿pause¿ could not be confirmed; however the channels were confirmed to have been manually powered off one by one. Analysis of the pcu event log showed there were three pump modules in use at the time of the reported event. The infusions continued until 2:18 pm on (B)(6) 2016, when each of the three devices was individually channeled off. The system powered off when the last device was channeled off. The root cause of the customer¿s report could not be identified. Devices not received, log review only.

Event description:
The customer reported that three pump channels which were infusing levophed, sodium bicarb and propofol alarmed and were found to be "on pause." The patient experienced a drop in blood pressure and was in asystole. The patient was successfully resuscitated after 4 minutes of CPR. The patient was later placed in dnr status (no resuscitation) per the family's request, was placed in hospice care a week later, and expired the following day at the hospice facility. The devices were tested by the facility's clinical engineering staff; no issues were noted and the devices were placed back into circulation at that time.